Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan canada, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "8.0, 6.4, 8.5 and 5.9 mmol/l" with the subject meter, performed within 20 minutes of each other. It was also noted through troubleshooting, that the subject test strip vial was cracked/broken. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. Although the results fall within lifescan's criteria for precision, this complaint is being reported as it was alleged that the test strip vial was cracked/broken and this was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.